Event description:
CPAP device malfunction. Pt requested help, supplier not responsive. Called (B)(6) ((B)(6)) on (B)(6) 2017 customer service rep said an rt would call the pt to check the CPAP in a day or two, by friday ((B)(6) 2017). On (B)(6) 2017, I called (B)(6) several times between 10:45 and 11:30. Each time call bounced out (B)(6) phone tree and was disconnected. No option to leave a call back number. At 16:45 (B)(6) called again. Talked the customer service rep and supervisor. The customer service rep called the branch, he could not get through. I talked to a customer service supervisor ((B)(6)) at 17:25. She reported (B)(6) had a phone "problem" this (B)(6). She would contact the branch via email, they would get back to the pt by the end of the day on (B)(6) 017. The CPAP is a medical device, prescribed by a physician, a physician that is an expert in sleep medicine. The pt's prescription is for the pt to use the CPAP every day for 8 hours.